Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the staples were malformed. A tr24 cartridge is being returned with the device (lot# k46n21/batch#k00261). There was no pt consequence.